Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a b30 scope communication error. The issue occurred before the sedation for a therapeutic colonoscopy procedure. The intended procedure was completed with a olympus back-up device. There were no reports of patient harm.

Event description:
No additional information from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Updated fields: d8, d9, h2, h3, h4, h6, h11. A root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: faulty scope socket causing poor connection. In addition, the following reportable malfunctions were found during the device evaluation: faulty scope socket causing poor connection, faulty cr board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.